Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that at the first step of the full test the unit alarmed stating "it is impossible to empty the bag". There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. It was recommended to replace the inspiratory flow control valve.